Event description:
It was reported the patient presented to the clinic for a routine follow-up where loss of capture was observed. The lead was explanted. The procedure was performed without complication and the patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.